Event description:
Customer reported receiving an error alarm during the manual prime. The drive support cap was noted to be normal. Customer's blood glucose readings at the time of the call were 181 mg/dl. Customer called back the following day to get an update on the replacement she was receiving and stated that the most recent blood glucose reading was 39 mg/dl and has treated with juice. No further information reported.

Manufacturer narrative:
Insulin pump was unable to prime during prime test, due to faulty force sensor. No prime alarm noted. Insulin pump received with minor scratches display window, cracked case on display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.